Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a b30 error due to scope socket failure. Additional evaluation findings are as follows: 1.) Front panel poor appearance; 2.) Rear panel poor appearance; 3.) Air duct unit cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A loaned device was returned to olympus with no problem reported. Upon inspection and testing of the returned device, an error "b30" occurred and the front panel was noted cracked. This report is submitted due to the finding of a "b30" error, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the failure of the s-socket unit has been confirmed. Therefore, it was likely that the image function did not function properly due to the failure of the s-socket unit, and the phenomenon pointed out (b30, scope communication error) occurred when connecting with the 190 series scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.